Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump immediately flashed white screen once installing an aa lithium battery. Unable to perform displacement test and self test due to flashing white screen. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and the force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, corroded battery tube, corroded battery tube spring, battery cap contact missing. Unable to verify customer's complaint for missing segments/partial display due to flashing white screen. Battery cap contact missing was confirmed. Flashing white screen was confirmed due to moisture damage on the lcd flex circuit on pcba 1. Moisture damage was confirmed found on pcba 1, the force sensor, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a partial display. No harm requiring medical intervention was reported. Troubleshooting was performed however, the customer will discontinue the use of the device. The product will be returned for analysis.